Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the permanent cautery hook instrument during this reported event for failure analysis investigations. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci assisted cholecystectomy, the permanent cautery hook (pch) instrument experienced an arcing event. A cholangiogram was completed during the procedure, indocyanine green (icg) was infused and then two medium-large weck clip were applied to the cystic duct. The surgeon then increased the cut setting on the electosurgical unit (esu) from 4 to 5, and used the cut feature on the pch to dissect the duct. During that time using the cut feature is when the arcing event occurred, one of the weck clips popped off the cystic duct as the pch was cutting. The still in place clip was then grabbed and it fell off as well, the surgeon was able to successfully place a new weck clip to the remaining tissue of the cystic duct. The duct was then shorted due to the clips falling off. Icg was then utilized to confirm there was no leak coming from the cystic duct intra-operatively. There was no intervention required to the cystic duct, no tissue repair. The pch continued to be used for the remainder of the procedure, but only with coagulation. No instrument errors occurred or system errors throughout the procedure. The procedure was completed robotically. The surgeon did not visually see any sparks during the arcing event. But noted that it appeared to originate with the pch at the cystic duct while using the cut setting and then arc grounded at the weck clip and it popped off exactly when the cut was utilized with the pch on tissue. During recovery, the patient complained of increased abdominal pain, which led to being hospitalized overnight. The next day the patient received a hepatobiliary iminodiacetic acid (hida) scan and a cystic duct leak was identified. The patient then required an endoscopic retrograde cholangiopancreatography (ercp) with stent placement for repair of the leak. Subsequently, the patient also developed an ileus and was hospitalized for ten days. The patient is currently discharged and recovering well, the surgeon has continued to see the patient in the clinic. The stent will be removed in an additional procedure.